Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 6954427.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.